Event description:
A female patient, implanted with a polaris valve, stated that during an extended length scan (45 minutes to 1 hour) of the thoracic region, she experienced considerable pain, described as a burning sensation at the site of the polaris implant, just under the scalp. A shunt consisting of a polaris valve, including connectors, a reservoir and catheters, is considered as "mr conditional" in accordance of the definition in the standard, astm f-2503. The instruction for use of polaris describes the examination conditions to follow in order to pass an MRI examination for a patient implanted with such valve. The recommended examination duration is 15 minutes. The patient involved in this incident was submitted to an MRI exam that lasted for nearly 1 hour, which exceeds by far the recommendation of the IFU, and explains the pain experienced by the patient.